Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the red blood cell (rbc) diluent dispense pump. The system performance was verified. (B)(4).

Event description:
Customer reported red blood cell (rbc) and platelet parameters failed to pass the requirements for background counts when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.